Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged. This was discovered during use. The following information was provided by the initial reporter: material no:320550 batch no: 9281256 it was reported that the consumer had to use three pen needles before the medication comes out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box 1200 us was clogged. This was discovered during use. The following information was provided by the initial reporter: material no:320550, batch no: 9281256. It was reported that the consumer had to use three pen needles before the medication comes out.